Event description:
Info received that the head of bed was not coming out of chair position. No injury reported.

Manufacturer narrative:
Tech found the bed on 4th floor, with red tag attached. Using CPR the head section would lower slowly. Isolated the problem to bad head cylinder. Replaced the head cylinder to resolve this issue.